Event description:
It was reported that a pt complained of extreme pain in her right groin area nine years after filter implant. According to the pt, CT imaging identified that the filter was currently located in the right iliac vein and two filter legs had perforated the vein. The pt was not sure if the filter was originally placed in the iliac vein or if it had moved. Reportedly, it had not been determined if the pt's groin pain was related to the filter, or to another device used to repair a hernia. The pt reported that she would be consulting a surgeon.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. Therefore, a sample eval could not be performed. The investigation is currently underway.